Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician had difficulty seating the disposable electrode array inside the pt. The physician then received a "few" unsuccessful cavity integrity assessment (cia) tests. The attempted procedure was aborted. The physician performed a hysteroscopy and "found a fundal perforation". It is unk if intervention was required. On (B)(6) 2014, it was reported the "perforation was on the posterior portion of the wall and the pt is doing well".

Manufacturer narrative:
Concomitant products. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).